Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was leaking clear fluid into the drip tray when the secondary mode was used. The leak was approximately 3 ml and was contained within the instrument. The customer was wearing a lab coat, gloves, and goggles. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. The field service engineer (fse) found the probe wash module used to backwash the aspiration probe was not aligned properly with the rinse trough allowing the diluent to collect in the drip tray behind the secondary mode. The engineer adjusted the rinse trough and aligned the aspiration probe to resolve the issue.

Manufacturer narrative:
(B)(4).